Event description:
It was reported that a nurse allegedly bruised a shin from twisting the leg and knee to access and actuate the brake/steer pedal. There was no patient involvement; however, there was an adverse consequence reported with a caregiver.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.